Event description:
It was reported to boston scientific corporation that a flexima nasobilary catheter with jagwire device was used during an endoscopic nasal bile drainage (enbd) procedure performed on (B)(6) 2012. According to the complainant, during preparation, when they tried to insert guidewire into the enbd tube, they found a crack/tear at the distal tip of the tube. No damage was noted to the device packaging. Another of the same type of device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Event description:
It was reported to boston scientific corporation that a flexima nasobilary catheter with jagwire device was used during an endoscopic nasal bile drainage (enbd) procedure performed on (B)(6) 2012. According to the complainant, during preparation, when they tried to insert guidewire into the enbd tube, they found a crack/tear at the distal tip of the tube. No damage was noted to the device packaging. Another of the same type of device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
(B)(4) the tip of the catheter being cracked/torn. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The complaint incident that the nasobiliary catheter was torn was confirmed. A visual examination of the device found the catheter to be placed in the packaging hoop with the pigtail straightener attached, when received. Further evaluation found the catheter extrusion to be bent and torn at the sixth drainage hole. It appears the catheter was bent and torn, as the pigtail was being straightened to allow insertion of the guidewire. The most probable root cause of this failure is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.